Manufacturer narrative:
Device evaluation: the field service engineer (fse) found that the unit failed with 9081 error; however, he could not duplicate the loss of ventilation (ventilator not working). The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a malfunction as it stopped working during patient use. There was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.